Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via phone call on (B)(4) 2018 that they received insulin flow blocked alarm. The customer's blood glucose was 280 mg/dl at the time of incident. Troubleshooting was completed and found that the insulin would not exit the tubing. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.